Event description:
It was reported that on (B)(6) 2025, while using the ureteral stent, it broke when it was delivered to the table. The hospital contacted the company, and the company feedback detailed information to their company on (B)(6) 2025, hoping to gave a replacement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, while using the ureteral stent, it broke when it was delivered to the table. The hospital contacted the company, and the company feedback detailed information to their company on 10june2025, hoping to gave a replacement. Per investigation notification received via task on 26sep2025, stated that, additional complaint needed as stent breakage found in returned sample. Returned sample batch number did not match reported complaint batch number. Pcn 788426 and batch number ngjn0534 for new complaint.

Manufacturer narrative:
The reported event is inconclusive. Visual evaluation noted received 1 ureteral stent broken into two pieces with shaft of stent and pigtail separated from the rest of the stent. However, as the material number and batch number for sample return is different from the material number and batch number reported therefore the reported event is inconclusive. A complaint was opened for the stent breakage present for the returned sample. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.